Event description:
Patient was brought to ed for a broken broviac catheter. Rn was performing repair of a bard 7 french double lumen catheter. Repair kit appeared to have a clear silicone film sticking out from the outer white sheath that prevented the repair tubes (stents) of the new line from approximating with the indwelling segment. A second repair kit had to be obtained, and although this kit also had the clear silicone film sticking out from the outer sheath, the tubes (stents) stuck out further, allowing repair to be completed.